Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned with reason unknown. A new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to lead was loss of captured and exhibited high pacing threshold. Confirmed via interrogation of the integrated programmer. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field b5. Describe event or problem, e3. Occupation, and f10, h6. Device code.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to lead exhibited loss of capture and high pacing threshold. This was confirmed via interrogation of the integrated programmer. No additional adverse patient effects were reported.